Event description:
A healthcare worker complained of a burning sensation and skin discoloration on the upper arm when a drop of h202 dropped onto the upper arm. The worker was in the process of removing and inserting a cassette into the unit. No medical attention was sought and the symptoms resolved within 1 day.